Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The root cause cannot be determined. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that during use in a (non-microvention) microcatheter, the microcatheter stretched and the coil detached in the microcatheter. The detached coil segment was removed together with the microcatheter. There was no reported patient injury or additional intervention.